Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent altitude alarms. There was no impact to the customer's blood glucose level. Reportedly, the customer was ultimately able to clear the alarms and resume insulin therapy.